Event description:
An event occurred on an unspecified event date involving a clave device was reported in which the filters were observed to be leaking. On this occasion, the leak occurred during chemotherapy administration. Leaks of this nature pose a risk of drug exposure for both clinicians and patients. There were no reported patient involvement and no reported harm/adverse event.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.